Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the byte aligners damaged the teeth. They had a recent dental exam and was informed they need extensive dental work due to the byte aligners. The aligners have caused their teeth to become brittle, they also had a tooth break due to the forced movement of the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.